Event description:
As reported by a field clinical specialist, a patient underwent a successful transfemoral tavr procedure with a 23mm sapien 3 ultra valve in the aortic position. During the procedure, a 23mm commander delivery system balloon "ruptured" during deployment of the 23mm s3 ultra valve. The delivery system was removed without issue or complications. The valve appeared stable but not fully deployed so a second 23mm commander delivery system (without valve) was utilized and the original 23mm s3 ultra valve was re-ballooned with the second commander ds. The second commander ds also ruptured during re-inflation of the s3 ultra valve; however, the valve appeared more fully deployed. There was no gradient or pvl noted post second inflation. The second commander ds was removed without issue or complication. The patient was stable and transferred out of the cath lab.

Manufacturer narrative:
Investigation is ongoing. This is report 2 of 2 for case 2022-17129.

Event description:
As per follow-up received from the fcs, the first initial balloon was partially inflated when it burst and the second balloon was fully inflated when it burst. The patient had moderate calcification at the annulus/leaflets and severe calcification noted in lvot and this area narrowed down significantly relative to the 23mm valve size. There was no extra volume added to both balloons prior to the inflation. The physician used a slow inflation technique and used 17ml of volume for inflation.

Manufacturer narrative:
The complaint for balloon burst was confirmed through the provided imagery. However, no manufacturing non-conformance was identified during the evaluation. Per imaging evaluation, the patients 3mensio imagery and a post-procedural picture of the bust balloon were provided by the site for evaluation and the following was observed - presence of calcium in patient-s annulus and lvot as well as a radial burst at the distal shoulder of the inflation balloon area. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As reported, the patient had moderate calcification at the annulus/leaflets and severe calcification noted in lvot. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst. As such, an engineering evaluation is not required per procedure. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.